Manufacturer narrative:
Device is a combination product. (B)(4). Promus element mr ous 2.25 x 16mm stent delivery system was returned for analysis. A visual examination of the stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a break at 130mm distal to the strain relief. There were multiple hypotube kinks noted. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 02-aug-2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.25x16mm promus element ¿ drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break. It was further reported that the shaft break occurred during the procedure and it was removed intact.